Event description:
It was reported that during preparation for a procedure, the console had a beam focusing issue and beam rotation issue, and the procedure was cancelled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.